Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip and a circumferential tear in the balloon approximately 5mm from the tip. There is contrast in the inflation lumen and balloon. There is blood present in the inflation lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 09may2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed circumferential tear in the balloon.